Event description:
Consumer stated that on (B)(6) 2025, she ordered the products from walmart and picked them up. Consumer stated that she used one tampon out of the box that night at dinner. Consumer stated that she woke up with some hives and red bumps on her arms and chest. Consumer stated that she took benadryl and went to work. Consumer stated that she used tampons from that box all day on (B)(6) 2025. Consumer stated that she woke up at 2am on (B)(6) 2025 and her hands were swollen, red, and itchy. Consumer stated that she went to the emergency room that night. Consumer stated that she stayed home from work friday after she got benadryl, steroids, and pepcid. Not thinking it was the tampons, consumer stated that she used tampons from the same box all day on (B)(6) 2025 again. Consumer stated that on (B)(6) 2025, she woke up with her tongue, throat, and eyes swollen. Consumer stated that went to the emergency room again and was administered epi, benadryl, steroids, and pepcid. Consumer stated that she was in the emergency room for 4 hours before going home. Consumer stated that she did not use the tampons again until the night on (B)(6) 2025. Consumer stated that after an hour and half, she broke out in more hives. Consumer stated that she finally figured out that it could have been the tampons giving her the reaction, so she took the tampon out immediately and kept her epi pen she was prescribed close by. Consumer stated that she went back to her regular doctor's office on (B)(6) 2025 because the hives had not cleared and she was referred to a dermatologist. Consumer stated that she saw the dermatologist on (B)(6) 2025 and will have to go back in 6 weeks. Consumer stated that the dermatologist told her that they cannot test for an allergy and told her to stay away from what she suspected the allergy to be. Consumer stated that she has not used the tampons since (B)(6) 2025. Consumer stated that she has not had any reactions since and the hives have cleared up.

Event description:
Consumer stated that on (B)(6) 2025, she ordered the products from walmart and picked them up. Consumer stated that she used one tampon out of the box that night at dinner. Consumer stated that she woke up with some hives and red bumps on her arms and chest. Consumer stated that she took benadryl and went to work. Consumer stated that she used tampons from that box all day on (B)(6) 2025. Consumer stated that she woke up at 2am on (B)(6) 2025 and her hands were swollen, red, and itchy. Consumer stated that she went to the emergency room that night. Consumer stated that she stayed home from work friday after she got benadryl, steroids, and pepcid. Not thinking it was the tampons, consumer stated that she used tampons from the same box all day on (B)(6) 2025 again. Consumer stated that on (B)(6) 2025, she woke up with her tongue, throat, and eyes swollen. Consumer stated that went to the emergency room again and was administered epi, benadryl, steroids, and pepcid. Consumer stated that she was in the emergency room for 4 hours before going home. Consumer stated that she did not use the tampons again until the night on (B)(6) 2025. Consumer stated that after an hour and half, she broke out in more hives. Consumer stated that she finally figured out that it could have been the tampons giving her the reaction, so she took the tampon out immediately and kept her epi pen she was prescribed close by. Consumer stated that she went back to her regular doctor's office on (B)(6) 2025 because the hives had not cleared and she was referred to a dermatologist. Consumer stated that she saw the dermatologist on (B)(6) 2025 and will have to go back in 6 weeks. Consumer stated that the dermatologist told her that they cannot test for an allergy and told her to stay away from what she suspected the allergy to be. Consumer stated that she has not used the tampons since on (B)(6) 2025. Consumer stated that she has not had any reactions since and the hives have cleared up. Update received on 29sep2025: consumer presented to the emergency department on (B)(6) 2025 with concern for an acute allergic reaction. Consumer had no significant previous medical history. Consumer reported that she started having some mild skin irritation with itching on the morning on (B)(6) 2025. And took some benadryl at home. This seemed to help her symptoms a fair bit although symptoms did not totally go away during the day. Her symptoms returned significantly during the evening and into the night. Consumer took another oral dose of benadryl at 2am which did not significantly improve her symptoms. As the night went one, she grew significantly more worried about her rash which had spread diffusely over her body including her hands, arms, and trunk. Consumer also noted significant swelling in her hands which was so severe that she could not form fists. She decide to come to the emergency department for further workup and treatment. Consumer denied any shortness of breath, throat itching, throat swelling, lip swelling, and tongue swelling. Consumer was diagnosed with diffuse urticaria, mostly likely from ingestion of an allergen as the reaction appeared to be diffuse and not localized. Consumer began treatment with steroids, benadryl, and famotidine. Consumer was discharged after monitored in emergency department for 3 hours. Consumer went back to the emergency room on (B)(6) 2025 for worsening hives with throat swelling and tongue swelling. Consumer took 8mg of solu-medrol in the morning before going to the emergency department and one dose of famotidine on the evening on (B)(6) 2025. Consumer reported that since the last emergency visit, the swelling of the upper extremities had improved, but the itchy hives seem to be worse than before. Concerns were raised for anaphylaxis due to the swelling and tongue swelling, although doctor thought the consumer symptoms were mild. Doctor did not see any concern for airway compromise. Consumer was given 1 dose of intramuscular epinephrine. Consumer was monitored for 3-4 hours. Consumer symptoms improved and consumer reported significant improve of the tongue and lip swelling. Consumer had minor improvement of the throat discomfort and a lot of improvement in the rash and pruritus. Consumer was discharged home with higher dose of steroids, famotidine, and benadryl. Consumer was also prescribed an epipen. Consumer saw her family care doctor on (B)(6) 2025 with welted hives on her chest, back, abdomen, neck hands, and feet. Consumer also reported on the bottom of her feet are very itchy and palms are tingling and numb with pins feeling. Consumer also had angioedema of her lips and mouth and also had a very puffy face. Consumer reported that the only thing she could think of that could possibly have occurred was that she placed a walmart order and she was unable to get the normal brand of tampons that she normally uses so she got the playtex tampons and used them on (B)(6) 2025 and the rash occurred on (B)(6) 2025, which led to her emergency room visit on (B)(6) 2025. Consumer stated that she did not use the tampon again until on (B)(6) 2025 and between on (B)(6) 2025, the symptoms got worse. Consumer reported no changes in soaps, foods, detergents, clothes, or diet. Consumer was advised to not use these tampons going forward.